Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked case at the display window corners and broken battery tube threads. A test reservoir was installed and it did not lock in place due to completely broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer mentioned that the reservoir compartment has been broken for some time. The customer noticed that the rubber lid will not stay inside of the reservoir compartment. The customer also experienced issues with screwing the reservoir inside the pump. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.